Manufacturer narrative:
The previously reported implant date was erroneously omitted in initial MDR; the implant date should be (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient had pneumothorax; the patient was hospitalized. X-ray imaging confirmed left apical pneumothorax. It was noted that the recent system implant procedure was suspected. No intervention was performed. No further information was reported.

Manufacturer narrative:
The previously reported relevant tests/laboratory data, including dates was erroneously omitted x-ray in initial MDR; x-ray should be included in this section.

Manufacturer narrative:
Correction: patient's age, weight, ethnicity and race.

Event description:
New information notes the patient was discharged following the procedure.